Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and it was noted the source of the previously mentioned ¿red and open spot¿ was not disclosed to the rep. The catheter was replaced to move pump locations. Device and procedure issues were denied.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 901.2 mcg/day) via an implantable pump. It was reported that he had ¿a red and open spot¿ on his previous surgical pump pocket site. He underwent a pump pocket revision where the pump was moved from left abdomen to right. The physician was able to successfully aspirate off the catheter access port (cap). There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the pump and the catheter were discarded and replaced. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient was alive.